Manufacturer narrative:
Current information suggests dislocations were due to recurrent falls as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity." This report is number 1 of 2 mdrs filed for this event (reference 1825034-2013-02018 / 2019).

Event description:
It was reported patient underwent total hip arthroplasty (B)(6) 2013. A subsequent revision was performed (B)(6) 201,3 due to dislocation. Modular head and acetabular liner components were removed and replaced.